Event description:
It was reported that the lead was replaced due to a fracture observed during a device change-out. There was no discernable cause.

Manufacturer narrative:
All information provided by manufacturer and information disclosed in mandatory medwatch form (B)(4) for model 7020/65, (B)(4).